Event description:
International customer reported to beckman-coulter, inc (bci) that a patient was admitted to the emergency department on (B)(6) 2008 complaining of chest pain. A non-reproducible false elevated accutni (troponin) level was generated by the unicel dxl 800 access immunoassay system. The initial false elevated accutni (troponin) result was reported outside of the laboratory. A repeat of the sample 20 minutes later on an access 2 system yielded a result in the expected range. The corrected result was reported. Four levels of quality controls were conducted prior to and after the event. All results were within specification. It is not known if there was any change to the patients' treatment; there has been no report of change to patient treatment in association with this event.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 through (B)(4) 2008. The fse conducted a system check, carryover test and substrate decontamination. The initial carryover check failed; however, two repeats were within specification. No system issues were found. The fse discussed repeat protocol with customer. All accutni results of greater than 0.1ng/ml are being repeated prior to being reported outside of the laboratory. It was also suggested for customer to re-aliquot and re-centrifuge samples prior to repeat. A clear root cause of the event cannot be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.